Manufacturer narrative:
Section h6: medical device problem code "1384 - mechanical problem" removed. Manufacturer's investigation conclusion: the report of an outflow graft obstruction was confirmed through the evaluation of the returned product, heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6). Although the customer originally reported concern for thrombus throughout the cannula, it should be noted that the customer later reported that there were concerns for outflow graft (ofg) obstruction. The patient was transplanted on (B)(6) 2022 and visual inspection of the ofg by the surgeon suggested ofg compression. (B)(6) was returned with the sealed outflow graft secured to the pump cover outlet port and the outflow graft clip was installed. Visual inspection of the graft interior noted a longitudinal crease at the proximal end of the graft, underneath the bend relief. Upon removing the outflow graft bend relief, the normal tissue ingrowth on the exterior of the graft was noted to have completely filled in the crease, which was approximately 2¿ long, indicating that the crease had been present for an undetermined period of time during support. At the highest point of the crease, the graft cross-section appeared to be reduced by approximately 50%. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formation that would have contributed to the reported events. The evaluation was unable to conclusively determine the cause of the crease. There were no low flow alarms reported in relation to the event and the log files submitted to tech service on (B)(6) 2021 showed flow averaging above 4.0 lpm. Additionally, the lvad event and periodic log files retrieved from the returned device captured no atypical events and showed flow typically in the 3.8-4.8 lpm range in the days before the reported transplant. However, additional information was received, stating that the customer felt that outflow graft compression was likely during their initial diagnosis in (B)(6) 2021. The customer measured flow in the cath lab to be around 2 liters per minutes, which was lower than what the system was calculating (review of the submitted log files noted flow to be averaging above 4 liters per minute). It was also noted that there was no real change in the flow when ramping the pump speed. The customer stated that there was a dramatic change in hemodynamics over the course of the year based on cath lab results, leading to the CT/diagnosis in (B)(6) 2021. Although it did not manifest in the submitted or retrieved log files, the observed obstruction of the outflow graft could have contributed to the low flow that was reported to be observed in the cath lab. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the radiologist initially suspected a mildly increased circumferential thrombus throughout the cannula based on computed tomography angiography (cta) scan performed in (B)(6) 2021 . It was later reported there was concern for outflow graft obstruction. The patient was ultimately transplanted on (B)(6) 2022. It was reported that visual inspection of the outflow graft by surgeon suggested outflow graft compression. It was noted that the customer felt that the outflow graft compression was likely during their initial diagnosis in (B)(6) 2021. They also measured flow in the cath lab to be around 2 liters per minute, which was lower than what the system was calculating as review of the log files noted flow to be averaging above 4 liters per minute. It was also noted that there was no real change in the flow when ramping the pump speed. The customer stated that there was a dramatic change in hemodynamics over the course of the year based on cath lab results, leading to the cta and diagnosis in (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report was submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's computed tomography angiography was sent to technical services to review. The left ventricular assist device (lvad) was in place with mildly increased circumferential thrombus throughout the cannula when compared to (B)(6) 2019, though it remained widely patent. There was concern for outflow graft obstruction.